Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient the "xdcr alarm" occurred. The patient was placed on an alternate ventilator. They tried to perform a transducer calibration which failed. There was no allegation of patient harm in this incident.

Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and was able to reproduce the reported issue and isolated it to a faulty transducer. This failure is part of an internal investigation.